Event description:
Complainant alleged that the medics were preparing to monitor a 47 yr old pt who was in stable condition, but when the device was powered-up, the screen display went blank. The medics continued using the device to monitor the pt, as the recorder was functional and they were able to monitor the pt's condition from the ECG print-out. There was no adverse effect on the pt as a result of the alleged malfunction.